Event description:
It was reported that the pacemaker failed to interrogate via radio frequency (rf) telemetry. No intervention was performed. There was no patient involvement.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. Electrical and mechanical analysis did not find any anomaly and battery voltage was in normal range of operation. Longevity assessment was performed, and device was found to have appropriate remaining longevity. Device image analysis indicated loss of rf telemetry due to coarse tuning failure. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.